Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and duplicated the reported phenomenon. It was confirmed that the image of the subject device was not displayed due to the water invasion into the camera cable and ccd unit of the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc thought that the reported phenomenon was attributed to the communication failure between the subject device and video processor because moisture invaded from the scratched part of the camera cable, and the electronic circuit was damaged. The scratches of the camera cable might have occurred by reprocessing or storing the subject device together with tweezers, forceps, scalpel, etc. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the image of the subject device was so black (not displayed) during the preparation for use.there was no report of patient injury associated with the event.